Manufacturer narrative:
Results: bd (B)(4) received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for cracked tube with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: it is unclear how or when the damage to the tube occurred. It was likely to be after the tube was drawn as damage prior to this would cause the gel to be drawn up the side of the tube and the vacuum to be lost. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd vacutainer® blood collection tube had a crack that allowed blood to leak. No serious injury, no medical intervention. No mucous membrane exposure reported.